Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A review of the system logs showed evidence of multiple fpga reset/reprogram failures. It was reported that the screen displayed a power handle error. The reported issue was confirmed. The most likely root cause was traced to device design. The power pack software uses fpga for motor controls. When the fpga is unable to reset/reprogram, motor controllers cannot function making motor movements impossible. If the fpga is unable to reset and a motor move is commanded, such as motor test at initialization, the result is power pack error. Internal process improvements have been initiated to mitigate this issue. It was additionally reported that the software updates were unable to be installed. The reported issue could not be confirmed. The most likely root cause could not be established from the information available. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors." If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to procedure, the device was displaying a power handle error and would not take the software update. There was no patient involvement. Initial evaluation of the incident device found several instances of fpga (field programmable gate array) reprogram/reset failures. Logs 202-203 handle fails for motor test due to fpga reprogram reset failures. The power pack software uses fpga for motor controls. When the fpga is unable to reset/reprogram, motor controllers cannot function making motor movements impossible. If the fpga is unable to reset and a motor move is commanded, such as motor test at initialization, the result is power pack error.